Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for analysis on (B)(4) 2016. Investigation results are as follows: device history record (DHR) was reviewed and no previous related complaint was reported for this autopulse platform (s/n (B)(4)). Visual inspection of the returned autopulse platform was performed and it was found that the front enclosure and the battery lock clip was damaged. Please note that the physical damage observed during visual inspection is not related to the customer's reported complaint. A review of the autopulse platform's archive was performed and no user advisory or warnings were observed on the reported event date of (B)(6) 2016. However, "system error" 132 (internal watchdog timeout) messages was observed on (B)(6) 2016, thus confirming the customer's reported complaint. The platform was unable to undergo initial functional testing as it exhibited a "system error, out of service, revert to manual CPR" message upon power on, thus confirming the reported complaint. Further inspection of the platform found a defective processor print circuit assembly (pca) board. Based on the investigation, the parts identified for replacement was the front enclosure and processor pca board. Additionally, while performing routine servicing, the clutch plate was noted to be sticky and was replaced. The sticky clutch plate is not related to the customer's reported complaint. In summary, the customer's reported complaint of the platform exhibiting a "system error, out of service, revert to manual CPR" message was confirmed through both review of the platform's archive data and upon initial functional testing. The root cause of the "system error" message was determined to be a defective processor pca board. After replacement of the processor pca board and the damaged part, the platform was functionally evaluated and passed all testing criteria. The physical damage found during visual inspection and the sticky clutch found during routine servicing is unrelated to the reported complaint. The platform is a reusable device and therefore, these types of damages can occur due to normal wear and tear and/or physical abuse.

Event description:
The customer reported that after deploying autopulse for patient use, the platform displayed a "system error, out of service, revert to manual CPR" message. A second platform was immediately deployed. There was no reported delay of treatment to the patient. No additional information was provided.